Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-06235. Promus element plus clinical study. It was reported that myocardial infarction occurred. In (B)(6) 2012, the patient was diagnosed with st-elevation myocardial infarction (stemi) and was referred for cardiac catheterization. Subsequently, index procedure were performed. Target lesion # 1 was a de novo lesion located in the mid right coronary artery (rca) with 99% stenosis and was 8mm long with a reference vessel diameter of 2.5mm. The lesion was treated with pre-dilatation and placement of a 2.50x16mm promus element&#10256;lus stent with 0% stenosis. Target lesion # 2 was a de novo lesion, culprit lesion for stemi and total occlusion located in the proximal left circumflex (lcx) artery with 100% stenosis and was 12mm long with a reference vessel diameter of 3.5mm. The lesion was treated with pre-dilatation and placement of a 3.50x16mm promus element&#10256;lus stent with 0% stenosis. Two days after, the patient was discharged on aspirin.in july 2015, the patient presented with two day history of ongoing chest pain associated with nausea and vomiting, and was hospitalized on the same day. Consequently, the patient&#38112;cardiac enzymes were found to be elevated and the patient was diagnosed with nstemi. Four days after, the patient underwent abnormal stress test which revealed a large anteroapical and smaller inferior infarctions with no inducible ischemia. Continued medical management was recommended. On the following day, the event was considered resolved and the patient was discharged on aspirin.